Manufacturer narrative:
On 09/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system became unexpectedly unresponsive. The doctor re-started the navigation system and everything worked as expected. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than 15 minutes. There was no impact on patient outcome.